Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the belt to communicate to a test monitor. Upon evaluation, there was a cut in the cable connecting the distribution node (dn) and front therapy electrode (te), damaging internal wires and creating a short between the blue (+5v) wire and violet (agnd) wire. The cause of the code 204 is the cut cable and shorted wires. The root cause of the cut cable and shorted wires is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204.